Event description:
Gw broke in mc and retrieved. During coil embolization within the posterior communicating artery 3mm aneurysm, resistance was felt as advancing the guidewire (gw) into the excelsior 10 microcatheter (mc). When advancing the gw, it was noted that the gw was broken and the distal portion was inside the mc. Reportedly, 50% of the distal part of the guidewire was in the mc. Slowly the physician withdrew the mc with the gw as a unit from the patient's vessel. The procedure was completed. There was no adverse effect to the patient. Continuous flush was maintained within the mc. There was no calcification or tortuosity present. The tip of the gw was not reshaped prior to use.

Manufacturer narrative:
The product will not be returned. Please note additional information will be submitted within 30 days upon receipt.